Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was discarded at the user facility; therefore, no evaluation could be performed. The root cause could not be determined.

Event description:
It was reported that during an embolization treatment, the coil broke without the use of the detachment controller. The entire coil was removed without incident. There was no reported additional intervention. Additional coils were implanted without further issues and the case ended successfully. There was no patient injury and the patient is reported to be in good condition.